Manufacturer narrative:
Additional information: according to the information received from the field the active electrode migrated post-operatively partially outside of the cochlea. Reportedly the recipient experienced shocking sensation during ift measurement. In addition, pain was experienced regardless of the use of the audioprocessor, indicating a device unrelated condition. Furthermore, according to the implant registration card one channel was left extra-cochlear at implantation surgery. Reportedly after re-fitting the recipient is doing fine. The device remains implanted and in use. This is a final report.

Event description:
Reportedly during in situ measurements the user reported that she felt a shocking sensation on her tongue. No shocking sensations were reported with electrode stimulation. In addition, the user is experiencing pain and headache. The pain is experienced as a physical pain that gets worse with the audio processor in use, however, the pain is also experienced without audio processor. With and without the audioprocessor however, the pain seems to be worse. Refitting was attempted and the user is doing much better. The clinic is continuing to monitor the situation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user is experiencing pain and headaches when the audio processor is turned on.